Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had erratic readings. From the text, it showed spo2 at 89 but the sensor read 95%. There was no patient injury.